Event description:
It was reported that a vns pt is "having problems" with her vns and now "wants it removed". No other info regarding the pt problems were given upon the initial report. Further info indicated that the pt would be seeing a different doctor for her f/u. Updated info from this doctor indicated that he did not know what problems the pt was having or when they began, but they were not serious in nature and no intervention was taken to preclude a serious injury. It was unk the vns was the cause of the problems, but the physician indicated diagnostics were available, although no specific details on the results were given. Notes rec'd from the physician stated the pt was to have a chest x-ray as she was complaining of left anterior chest wall pain in order to document there were no vns leadwire issues.